Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer used fiasp insulin and tandem technical support educated customer on cartridge/insulin labeling. Customer's blood glucose (bg) was 546 mg/dl which was addressed with a manual injection. Reportedly, customer reverted to an alternate pump for insulin therapy.